Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a shoulder arthroplasty. Subsequently, the patient was being considered for a patient-specific product for an unspecified reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a1; a2; a5; b5; h2; h3; h6. Additional report for event updated and patient information and reason for surgery is not a reportable event. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. No additional reports will be sent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was indicated for revision due to failed rotator cuff. Attempts have been made and additional information on the reported event is unavailable at this time.